Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to moisture damage inside the force sensor. However, the device passed the displacement, rewind, basic occlusion, occlusion, no delivery and motor tests. The unit had scratched display window. No moisture found in the electronic or motor assembly, and no dried insulin inside the reservoir compartment noted. Please medwatch report # 3004209178-2013-93478.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer experienced ketones and nausea. Troubleshooting was performed. The time, date, basal and bolus wizard were correct. The caller stated that the drive cap appears to be normal. The customer mentioned that insulin leaked into the reservoir compartment, and sometimes her infusion set are little loose at the reservoir connection. The customer stated that the display window is scratched. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.